Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that following an implant procedure the patient gradually lost sensation in their legs due to a hematoma forming in the spinal canal. Surgical intervention took place where the system was explanted to relive the hematoma and address the issue. The patient has regained feeling in their legs.